Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; g1; g3; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: partial loss of image; blurry image due to bad charge coupled device (ccd); failed water leak test. A root cause could not be identified. Based on the results of the investigation, the most probable case was not determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device has the bottom half of the picture is blocked out. The issue occurred during a functional endoscopic sinus surgery procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.